Event description:
It was reported that the patient presented in the clinic for the pacemaker implant procedure. Prior to the procedure, upon interrogation, the right ventricular (rv) lead exhibited noise over-sensing, which led to pacing inhibition. The patient experienced shortness of breath and dizziness during the isometric test. No intervention was made. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.

Manufacturer narrative:
Section b5 and h6.

Event description:
It was reported that the patient presented in the clinic for the pacemaker implant procedure. Prior to the procedure, upon interrogation, the right ventricular (rv) lead exhibited noise over-sensing, which led to pacing inhibition. The patient experienced shortness of breath and dizziness during the isometric test. Rv leadless pacemaker was implanted to address the issue. The patient was stable.